Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue. As no further investigation was able to be performed no change in harm was identified.

Event description:
On 4/1/2022, it was reported by an arthrex employee via email that an ar-7534 suturetape fiberloop was being used with a scorpion and it got stuck in the middle of putting out the needle. Another product was opened and case was completed. This was discovered during a procedure on (B)(6) 2022. Additional information received on 4/5/2022: this was discovered during pre-op testing prior to an acl repair procedure. The scorpion handle was hard and the needle would not come out. The needle broke when the staff put more force into the handle and the ar-7534 suturetape fiberloop also become stuck. Surgeon tried using an ar-7534t with a new needle and the same thing happened. This was all done outside of the patients body. Surgeon used a new ar-12990n scorpion needle and another ar-7534 suturetape fiberloop for the procedure with the same scorpion handle that was used during testing.